Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/28/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture pre-absorb or did the suture break on 3rd post-operative day? Was surgical intervention provided?

Event description:
It was reported that the patient underwent an episiotomy on (B)(6) 2017 and suture was used. The suture was found melted at the third day of the procedure. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Corrected patient code: (B)(4)- additional surgical procedure corrected ¿ updated to serious injury corrected information: event date additional information was requested and the following was received: did the suture pre-absorb or did the suture break on 3rd post-operative day? Ans:no was surgical intervention provided? Ans:yes. Did re suturing date of event: ans:(B)(6) 2017